Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had exhibited a high out of range shock impedance measurement above 145 ohms. Technical services (ts) recommended further testing. This crt-d system remains in service. No adverse patient effects were reported.